Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon could not advance the knife. It was stated that the device felt jammed. The staple load would not fire. A new load from the same lot was opened and did not have a problem. There was no patient injury.